Event description:
It was reported that the patient experienced uncontrollable back pain with present therapy. The patent had retrograde placement on her catheter and thoracic placement would yield better pain control. The pump contained fentanyl 1140.0 mcg/ml at a dose of 250.0 mcg/day; baclofen 933.0 mcg/ml and bupivacaine 15.0 mg/ml in simple continuous mode. The patient underwent surgical intervention; recovered without sequela.